Manufacturer narrative:
Product complaint # (B)(4). Batch # r57c1v. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and with dents, additional there were no staples present on the device. The knife was noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Video evaluation summary: two videos were provided. The first video shows a device been fired over what appears to be a paper sheet. At the 00:11 mark the device is fired. At the 00:22 mark the anvil was removed from the device and the paper was cut, no staples were noted. At the 00:29 the inside of the anvil is shown and the anvil half washer can be seen. The second video shows a device in hands with the anvil not placed on the trocar. At the 00:20 mark a paper sheet is placed on the device. At the 00:26 mark the anvil with a washer placed on it is attached on the device and closed. At the 00:49 mark the anvil is removed from the device and placed again. At the 01:16 mark the device is fired. At the 01:43 mark the anvil is removed from the device and the paper was cut. No staples were noted. At the 01:29 the inside of the anvil is showed and the anvil half washer can be seen. At the 2:26 mark the tip of the device is shown and the casing half anvil washer can be seen and no staples were noted inside of the pockets. Both videos show the devices already out of their sterile package. Based on the videos alone the event describe cannot be confirmed.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: "we¿ve checked the device after the case. Washer was intact in the anvil side. We put paper through the trocar of anvil and attached it between the device body and the anvil as seen in the video clips and tried to fire the instrument to see if there any abnormal condition during the firing sequence. We¿ve tried to fire the instrument and realized that force required was very excessive as described by the surgeons and we had to put extra amount of closing force to finally break the 'washer' we've tried another comparison test with unpacked new device, cdh29a and its 'force to fire' seemed to be in the normal range and fired the instrument without exerting any extra force in the hand. As a test results, ¿abnormal washer strength to break¿ is highly suspected." Video evaluation in progress.

Event description:
It was reported that the case was lar for cancer took place on (B)(6). Rectal margin was smaller than usual case and the operator decided to use the device (cdh29a) after considering hand-sewing technique. 1st assistant was a female surgeon who managed the cdh and during the operation, she successfully inserted the device via anus and closed the anvil for end to end anastomosis. She then tried to fire the instrument but, has failed to break the washer and said it seemed there was an unexpected higher force required to fire the instrument. So, the main operator, a male surgeon came down to the patient to replace her and tried to fire the device but still he could not hear the ¿breaking sound of washer¿. It was claimed by operator that the 'force to fire' was excessively high for this specific device and he failed to fire the instrument in the end. The male operator is an experienced surgeon for more than 20 years of practice and both the 1st assistant and the operator have been using cdh for more than 3 years with 1,000 firings. After the device failure, he tried to remove the instrument from the rectum but, somehow there was a resistance to device removal as seen in the video clips. He tried to pull the device gently number times but, did not succeed. He had to finally snatch back the device to completely remove it from the anus. The operator realized that incomplete cutting was seen in the distal end of tissue whereas proximal end was intact and could see number of staples were stuck in the tissue but, not completely holding it and some of staples were scattered in the floor around the distal end of rectum. He finally managed anastomoses with hand-sewing technique. Patient seemed to ok for now, but the surgeon said they need to carefully watch the patient status until discharge him from the hospital. There were no patient consequences reported.